Event description:
The customer alleged his blood glucose readings had been higher than usual. He performed control tests while troubleshooting and received a result of 262 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.